Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data log. However, the device was put through extensive testing including bench handling, ECG stress testing, and 30j tests without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and retunred to the customer. The multifunction cable was not returned with the device for evaluation. Analysis of reports of this type has not identified an increase in trend.